Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the product history review and investigation are complete.

Event description:
A literature search for the esophyx device family was performed and a study, "transoral incisionless fundoplication in the united kingdom: initial outcomes and learning curve experience" by norton et al. (2025), reported one event in which a patient developed an esophageal perforation with peri-esophageal fluid collection following use of the esophyx device. The event required hospital admission and treatment with intravenous antibiotics.